Event description:
It was reported that the customer dropped the pump, and the touchscreen became cracked. At the time of the call the pump was still functional. Customer's blood glucose level was not impacted.